Event description:
Patient complains of low back pain and leg pain, despite working with the pump and the intrathecal dilaudid. The intrathecal medication dose has gradually been increased over the past 6 months along with decreasing the oral medications. The hcp is planning to obtain a pumpogram in october to check the device. The hcp is also trying to arrange to get a pain managment physician involved in the patient's care, though they are still trying to manage the patient's pain.